Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping and generated an "electrical test failure code 50" (motor speed out of spec). No pt injury was reported.